Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in section is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a reading of 39 mg/dl which was lower than lab reading of 138 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor lot were reviewed and the dhrs showed the libre sensor and sensor lot passed all tests prior to release. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a reading of 39 mg/dl which was lower than lab reading of 138 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.